Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, h6 (type of investigation, component codes).

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 8fr. 50cc iab intra aortic balloon (iab) had a clotted inner lumen on a fo catheter. He stated the pump is providing an appropriate ap waveform via fo cable; however, he was unable to flush/aspirate the inner lumen. No harm or injury to the patient was reported.

Event description:
N/a.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 8fr. 50cc iab intra aortic balloon (iab) had a clotted inner lumen on a fo catheter. He stated the pump is providing an appropriate ap waveform via fo cable; however, he was unable to flush/aspirate the inner lumen. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).